Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Correction (23-oct-2015) following company internal review (ptc assessment updated) and follow-up information received on 18-dec-2015: the correct ptc investigation result received was: lot number a78087 (production date dec-2012; expiration date 31-dec-2015). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Follow-up attempts were made with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavier periods. She opted to have a thermachoice surgery to correct it. She also reported that she was working out 5-6 days a week with cardio and weight training and it hurts so badly (felt like her tubes were being pulled out of her body with the weight training) (seen as adnexa uteri pain). She would go back to her physician to try and have essure removed from her body. These events are serious and listed in the reference safety information for essure. Based on their nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical procedure was performed to correct the heavy periods and also since a device removal is required. Additionally, non-serious events were reported. According to product technical complaint, a relationship between the reported medical event(s) and a quality defect is excluded. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case number mw5056707) in united states on 23-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert), lot number a78087, inserted in (B)(6) 2013, after her fourth child. Additional information identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1754, awareness date 24-oct-2015). Additional information received on 16-nov-2015 (ptc investigation result). The consumer reported that the surgery went well and she was back to work in no time. She stated she did have a follow up to show that her tubes were blocked in (B)(6) 2013 (unspecified date). However, the after-effects since then had not been so great. She experienced weight gain which she could not lose, hair loss every day, bloating, depression, weakness, and heavier periods. She stated she opted to have a thermachoice surgery to correct the heavy periods, since the physician would not perform a hysterectomy. She also reported that she was working out 5-6 days a week with cardio and weight training and it hurt so badly. It felt like her tubes were being pulled out of her body with the weight training. She would go back to her physician to try and have essure removed from her body. The consumer considered the events as a serious injury. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavier periods. She opted to have a thermachoice surgery to correct it. She also reported that she was working out 5-6 days a week with cardio and weight training and it hurts so badly (felt like her tubes were being pulled out of her body with the weight training) (seen as adnexa uteri pain). She would go back to her physician to try and have essure removed from her body. These events are serious and listed in the reference safety information for essure. Based on their nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical procedure was performed to correct the heavy periods and also since a device removal is required. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Further information has been requested.